Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17718375 / 17559895.

Event description:
It was reported that following an implant procedure, the patient developed a staphylococcus aureus infection. The patient underwent an explant procedure. No further information could be obtained.